Event description:
It was reported during a right upper lobectomy while using the tx30v the stapler was fired three times without incident. After this the bronchus was stapled with two firings of the tx30g (reloaded same device) without incident. The specimen was removed, the chest tube was placed, and the wound was closed. Two or three hrs post-op the surgeon was paged to the ICU. The pt was failing and the surgeon suspected blood loss and opened the pt's chest in the ICU. The surgeon reports he blindly reached in with a clamp and gained control of the bleeding pulmonary artery, thus saving the pt's life. The pt lost 6-7 liters of blood. The pt was brought to the or where he was reoperated for the bleeding. The surgeon claims the middle staple in the staple line from the vascular reload was opened which caused the bleeding. It is not known how the surgeon controlled the bleeding but bleeding was controlled. The surgeon feels that the staple line was not strong enough to withstand the pressure of the blood flow through the pulmonary artery.